Event description:
The complainant alleged that while treating a pt, age and gender unknown, in cardiac arrest the device would not discharge at 300 joules after one discharge at 200 joules. The emergency medical tech successfully discharged the defibrillator at 200 joules. They then charged the device to 300 joules and it would not discharge. The pt subsequently expired.